Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6 h6 : mechanical (g04) - impactor visual examination of the returned product identified signs of repeated use(nicks /dings) and the impactor head is fractured. All pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Device has a potential field age of 5 years and exhibits signs of repeated used. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the surgeon hit the impactor and it broke. No foreign bodies were retained. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.